Event description:
It was reported that the pt experienced a power on reset (por) and a loss of stimulation. The por was cleared and stimulation therapy was resumed. No por codes were available. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).